Manufacturer narrative:
It was not possible to charge due to depleted battery. It was not possible to perform the functional test, due to charge anomaly. The transmitter was received with a damaged pin. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-82802.

Event description:
It was reported that the customer had two seizures while on insulin pump therapy and her blood glucose was low. One of the seizures occurred on (B)(6) 2014 and the customer stated, she drank orange juice. She stated, her father did not believe this was a full blown-seizure, but she was hazy. Her blood glucose was 32 mg/dl, which rose to 98 mg/dl, following her drinking 12 ounces of orange juice. Customer stated the other incident may have occurred in (B)(6) 2014 and her blood glucose was low, but further details were not recalled. Customer also stated, she was hospitalized three times for diabetic ketoacidosis, but was not on insulin pump therapy during any of those hospitalizations. Customer stated, the light was blinking red on her transmitter, which would indicate the internal battery of the transmitter was depleted. Nothing further reported.